Event description:
Event description: over infusion. No patient injury.

Manufacturer narrative:
(B)(4). This report has been identified as b.braun (B)(4). The actual device has not been resolved yet and the investigation is on going at this time. A follow up report will be provided after the inspection results become available. (B)(4).